Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia after dinner while using the ilet and performed a 20-unit manual insulin injection, then reconnected to the device without remaining disconnected as advised and inserted a new infusion set prior to completing rewind and fill steps. Symptoms included high blood glucose readings throughout the night without loss of consciousness or other acute symptoms. Outcomes included self-management with a corrective injection and no medical intervention or hospitalization. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user technique deviation during infusion set change and nonadherence to instructions to remain disconnected post-injection, with no visible cannula damage reported. It was concluded that the event involved hyperglycemia associated with use error related to infusion set insertion sequence and reconnection timing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.